Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, b30 is an error code displayed when a scope communication error occurs. The error code was discovered during estimation. The customer phenomenon was confirmed and found that no image was identified along with the error code b30 being displayed when connecting an endoscope mainly due to output socket which is considered inoperative olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii xenon light source was identifying error code b30, and confirmed by olympus personnel. No patient involvement or injury was reported. No additional information has been obtained.